Event description:
Follow up information received from the patient reported that the cause of the shaking and lack of therapy was because the patient just needed help turning the unit on and off. To resolve the issue, the patient met with their healthcare provider (hcp).

Event description:
A consumer reported that they were not sure if therapy was on since they had been shaking a lot since the night prior to this report. When the patient checked the implantable neurostimulator (ins) with the patient programmer, the ins was on and okay. The patient was going to follow up with their health care provider (hcp). The patient's indication for use is movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.